Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of wound dehiscence and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and drainage.

Event description:
Patient reported "encapsulation came back, it was incredibly painful, the right breast raised up," "right side incision broke open and a lot of fluid drained out" and ""major lymphatic issues." Device has been explanted. This record is for the right side.